Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A (B)(4) field service engineer (fse) was dispatched and ran the iabp for 30 minutes at 130 bpm and the iabp did not alarm. The fse then inspected the iabp and while completing the all pneumatic leak tests, found that the drive manifold vacuum leak test did not pass within tolerance. The fse had seen this before and lubricated the connection o-ring for the vacuum line. The fse reran the tests and they passed with significantly less vacuum loss well within tolerance. The fse also found the 30 psi helium regulator was at 771 mmhg and recalibrated it to 270 mmhg to get it within tolerance. The fse completed all diagnostics tests and performance tests and ran the iabp at 130 bpm for an hour without any gas loss alarms. The fse approved the iabp for clinical use and returned it to the customer.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) had a gas leak. This event occurred while the iabp was in use on a patient, however, no adverse event has been reported.